Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
Investigation results: device analysis findings: an nc emerge mr, ous 3.50mm x 12mm dilation catheter was returned for analysis. Multiple kinks were identified along the hypotube shaft. The balloon was examined, and no issues were noted. Balloon wings were subjected to positive pressure and was returned in a deflated state. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Initial attempt to inflate the balloon failed therefore the device was left soaking in the waterbath at 37 degrees. The device was attached to an encore inflation device, and the balloon was inflated to rated burst pressure of 20 atmospheres with no issues. The encore device verified before and after use using the druck gauge. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of no problem detected based on the analysis conducted. This code was selected as the most probable complaint cause based on the limited information available. The reported event could not be confirmed as the balloon was inflated to rated burst pressure of 20 atmospheres with no leaks or issues.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.